Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the small battery drive device was starting to burn up and did not turn very fast. According to the reporter, the device was overheating. It was reported that there was a five minute delay to the surgical procedure and an identical spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition of the motor on the device was starting to burn up and didn't turn very fast could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the device had emitted an unusual noise during testing, worn coupling head components, corrosion on internal parts, damaged wire insulation on electronic control unit, and loose magnet on control lever which was coming out. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.